Manufacturer narrative:
Final analysis found that the insulation was abraded at 12.3cm to 12.5cm from the connector pin. The damage found likely contributed to the reported anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular and right atrial leads exhibited noise. Noise could not be reproduced in clinic. The leads were reprogrammed. The patient was asymptomatic.

Event description:
New information on (B)(6) 2016 stated that the patient was involved in a car accident. Upon interrogation, the pulse generator, right atrial lead, and right ventricular lead exhibited noise. Noise was reproducible in clinic. The system was explanted. The patient was in stable condition throughout the event.